Event description:
It was reported that during a procedure on the spine that the bur broke. It was further reported that the procedure being carried out was a lumbar decompression by shaping the lamina. It was reported that the broken piece fell into the surgical site and was removed by surgical forceps. It was further reported that no pieces remained in the patient.

Manufacturer narrative:
Device not returned for evaluation.